Event description:
The customer observed a false reactive architect toxo igg result for a 19-year-old patient with history of negative toxo igg. The initial result on (B)(6) 2023 was 9 iu/ml (reactive), the sample was rerun on vidas and the result was negative (0.0) and the sample was also repeated on another architect and the result was negative (0.1 iu/ml). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. Return testing was not performed as returns were not available. Device history record review was performed on lot 44250be00, which did not show any potential non-conformances, deviations, or non-conformances. Trending review did not identify any trends. The overall performance of architect toxo igg reagents in the field was reviewed using worldwide data. The median value for the complaint lot is within the established limits and comparable to historical reagent lot performance. Labeling review concludes that the issue is adequately addressed. Based on the investigation, no systemic issue or deficiency of the architect toxo igg assay was identified.